Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to cuff erosion. The patient also reported that they were leaking urine. The existing aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, a pump, and a balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.